Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for diabetic ketoacidosis. The reporter stated that the insulin pump was discontinued upon admission and the patient was treated with intravenous insulin. The pump was reviewed with the reporter. The pump alarm history reported showed no alarms related to the event. The pump bolus and basal history showed that the am and pm were set incorrectly on (B)(6) 2013. The prime history revealed that the patient was not performing the fill cannula step and may not have been priming appropriately. The prime history was unable to determine how often the patient was changing the site and set. The reporter indicated that the patient often would skip breakfast and lunch but the patient would often eat in the middle of the night. The reporter denied any changes in medication or stress levels and denied any signs or symptoms of illness. The reporter was advised on the importance of changing the infusion set and priming and filling the cannula. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.